Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/12/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch plj439, xcf2502 and no non-conformances were identified. Additional information was requested and the following was obtained: were there any unexpected outcomes or complications ? No. How much time the surgery was prolonged ?yes. Was the patient treatment altered in anyway due to the prolonged surgery time? No. The following information was requested but unavailable: what tissue was being approximated or sutured when it broke? Procedure date?

Manufacturer narrative:
Product complaint (B)(4). Component code: g07002 ¿ device not returned. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue was being approximated or sutured when it broke? Were there any unexpected outcomes or complications? How much time the surgery was prolonged ? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. Procedure date?

Event description:
It was reported that the patient underwent a dental surgery in 2020 and the suture was used. During the surgery, the thread got broken at the slightest tension. Another like suture has been used to finish the procedure with surgical technique change. The procedure was extended. Additional information has been requested.